Event description:
Additional information reported that the patient was in pulseless ventricular tachycardia (vt) arrest, status post multiple rounds of defibrillation and intravenous sodium bicarbonate therapy, therefore, they were transferred to a separate hospital for further evaluation for cardiogenic shock, seizures, and multiorgan failure, including acute kidney injury and shocked liver. There was a probability of an anoxic brain injury. The patient had a previous fall with hip fracture; this was a mechanical fall. There was no clot issue or bleeding confirmed. The low flows resolved once the patient was out of vt. Ultimately, care support was withdrawn on (B)(6) 2024. The death was not considered device related. The device did not operate as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to medical intensive care unit (ICU) at palm coast in florida for non-left ventricular assist device (lvad) related complication, a lower left extremity fracture (non-surgical). The patient was in medical ICU for treatment for the fracture when they went into cardiogenic shock and became unresponsive, with persistent low flow alarms and low mean atrial pressure (map) of 44mmhg doppler map. Rapid response team was called. The patient was intubated, and a line was placed. The patient was treated with dobutamine and levophed (norepinephrine). Parameters on system controller showed speed 4700rpm, flow 2.0lpm, pi 6.1, power 2.9, with ongoing low flow alarms silenced every 2 min by clinician, as expected in state of low arterial blood pressure. Low flow alarm was persisting along with low map despite medications administered. The patient continued to be treated with pressors and inotropes. Labs were drawn and no results yet were available; clinician were exploring the possibility of a bleed or clot related to the lower extremity injury. Overnight, the patient remained intubated, and supported by inotropes and pressors. As of 9am morning of 09may2024, the patient was being transferred to advent health orlando, the closest lvad implanting center. They continued to experience low flow alarms despite fluids administered and despite current map 9 at 9am of 82mmhg. Clinician stated patient's speed was 4700rpm, flow was 2.2lpm, pi was 10.8, power was 3.0, map was 82, and inr 5.5. Inr target was discussed in cardiovascular intensive care unit (cvicu). The patient was ultimately transferred to mayo clinic jacksonville.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files from the time of the event were provided by the account for review. Although a specific cause could not be conclusively determined, the account stated that the alarms occurred in the setting of low mean arterial pressure and pulseless ventricular tachycardia (vt) arrest. Furthermore, the alarms resolved once the patient was out of vt. Additionally, a direct correlation between the device and the reported events and subsequent patient outcome could not be conclusively established. It was reported that the patient was admitted to an outside hospital¿s intensive care unit for a non-left ventricular assist device (lvad) related, non-surgical, lower left extremity fracture following a mechanical fall. The patient was receiving treatment for the fracture when they went into cardiogenic shock and pulseless vt arrest. The patient became unresponsive and experienced persistent low flow alarms with a low mean arterial pressure (map). The patient was intubated and an a-line was placed. Although the alarms were expected in the state of low arterial blood pressure, they continued despite fluid administration and treatment with pressor and inotropic medications. Multiple rounds of defibrillations and bicarbonate pushes were also performed, following which, the patient came out of vt and the low flow alarms resolved. The patient was then transferred to an implanting hospital for further evaluation of cardiogenic shock, seizures, and multiorgan failure (including acute kidney injury and shocked liver) with the probability of an anoxic brain injury. Care was ultimately withdrawn, and the patient expired. It was communicated that the patient¿s outcome was not considered to be device related and the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including various types of organ failure and dysfunction (renal failure and hepatic dysfunction), cardiac arrythmia, neurological events (not stroke related), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liter per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, "patient care and management", lists arrhythmia and neurological dysfunction as potential late postimplant complications. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system advisory and hazard alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.